Manufacturer narrative:
The device ws received and evaluated. No damages were observed to the soft cannula. Fluid was observed passing through the fluid path and successfully exiting the distal tip of the soft cannula. Corrosion was observed on the pcb. Due to corrosion damage, the device data could not be retrieved. A crack was found on the top housing, however, it cannot be determined if the crack contributed to the fluid corrosion or affected the device's functionality. The cause of the corrosion could not be determined.

Manufacturer narrative:
Updated expiration date and device manufacture date fields with correct dates.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported the following: (B)(6). The patient removed the pod and reported the cannula was bent. The patient treated the hyperglycemia by applying a new pod and delivering a bolus. The pod was worn between 4 and 24 hours on the arm.